Event description:
The customer reported the machine was pulling off too much weight. Pt's pre blood pressure was 180/83 sitting. Pt's blood pressure dropped twice during treatment. The treatment started at 10:11. At 10:42 blood pressure was 84/51, ultrafiltration decreased and at 10:45 chair reclined and pt was feeling better. At 12:19 blood pressure dropped again to 98/56. At 12:26 pt was given 200ml of saline, followed by an additional 200ml of saline at 12:38. At 12:44 pt complained of feeling very bad and requested to end treatment. The pt was stable at the end of the treatment and was allowed to go home.